Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Upon placing the lead for the trial the tip broke off and remained in the pt. The doctor modified the needle by "bending" it.